Event description:
As reported by the user facility (B)(4). System blocked: the message "system blocked" appeared. Pump does not diffuse: it was adjusted to 14ml/h for adrenaline drug. After incident in the first syringe remained 5 ml to 7 ml and the second syringe does not relay. Resuscitation of the pt, isolation and identification of the device. MFR 2523676-2013-00248.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4). The device has been requested to be returned for eval at our service lab in (B)(4). A f/u report will be provided when the inspection results become available.